Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 7070407/ 7072230.

Event description:
It was reported that the patient had an infection at the ipg site. Symptoms of fever and oozing feeling were noted. The patient was placed on keflex. The physician believed the infection is not device or procedure related and the cause was unknown. The patient underwent an explant procedure. All device components were explanted and will not be returned.